Event description:
The manufacturer received a voluntary medwatch report on (B)(4) 2014. The report indicated - "per information from voluntary medwatch report, dated (B)(4) 2014 - an icl was implanted ou by another surgeon in 2007, lasik enhancement 2007, 2014-vcc 20/25+1 25 clear k with laser flap ou reduced at site. Oc - no image on spec. Endothelial cell CT - os - 2398. Slit - catheter ou. Icl touch to lens and posterior iris. Fundus - nl. Topography showed poor lasik ectasia os - od nl post lasik. Icl removed in combination with phaco iol 2014. Diagnosis or reason for use: high myopia". Event date - (B)(6) 2014, implant date - (B)(6) 2007, explant date - (B)(6) 2014. The report was completed on (B)(4) 2014 by a physician. No more information was provided. This is for the left eye (os).

Manufacturer narrative:
Expiration date - unk. Reporter name, address and phone number - unk. (B)(4) - (poor lasik ectasia); (explanted). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by an explanting surgeon, icl was removed almost seven years after implantation to address lens vaulting and presumably development of a cataract ("icl was found to be in touch with natural lens and posterior iris" prior to the explantation). Icl was removed and iol was implanted successfully at the same surgery date. No reported postoperative sequelae. It should be noted that patient had a few refractive procedures for visual enhancement following icl implantation. Given the information that patient had high myopia prior to the icl implantation increased the risk for cataract development. The literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).